Manufacturer narrative:
The patients age was not reported; however, it was reported that the patient is over 18 years old. The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The device was implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2019 that spaceoar was implanted in the rectum during a spaceoar implant procedure performed on (B)(6) 2019. There were no issues noted during the procedure. Reportedly, the patient will undergo radiation treatment for 70 grays over 28 fractions. According to the complainant, during a review of the magnetic resonance imaging (MRI), the physician noted that the spaceoar gel may have infiltrated the rectal wall. There were no serious injury nor adverse patient effects reported as a result of this event.